Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage occurred. The patient presented with angina pectoris. The lesion was located in an unspecified coronary artery. As the physician was removing the 2.5x20mm taxus element stent from the packaging weak resistance was noted. When the device was examined the stent was seen to be pulled apart and sticking into the protective sheath. The device was never in contact with the patient; the procedure was completed with another taxus element stent. No patient complications were reported. Patient status is listed as stable. This product is only (B)(4) approved, but it is similar to an approved us device.

Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage occurred. The patient presented with angina pectoris. The lesion was located in an unspecified coronary artery. As the physician was removing the 2.5x20mm taxus element stent from the packaging weak resistance was noted. When the device was examined the stent was seen to be pulled apart and sticking into the protective sheath. The device was never in contact with the patient; the procedure was completed with another taxus element stent. No patient complications were reported. Patient status is listed as stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a mr taxus element stent delivery system (sds) with no carrier tube, product mandrel or balloon protector. No blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was not used. The returned catheter was visually and tactilely examined along the entire length of shaft and it was determined that the distal outer shaft and the inner shaft had multiple kinks and was stretched/buckled from 118cm to 128cm from the strain relief. The distal end of the sds was inspected under magnification and found no stent or tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).